Event description:
A peritoneal dialysis (pd) patient experienced a leak between the transfer set and the adapter. The patient alleged that the transfer set unscrewed from the adapter. Subsequently the patient developed peritonitis manifested by pain. The cause of the disconnection was unknown. The patient presented to the pd clinic and the transfer set was changed. The titanium adapter was kept in place. The nurse examined the transfer set and did not note any damage that would have caused the disconnection. On an unknown date, the patient was admitted to the hospital. The patient was treated with vancomycin and cefepime. During hospitalization, the pd catheter was removed, and the patient was placed on hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.